Event description:
It was reported that the patient was getting pump dosing adjustments and was doing well since implant. The patient presented to clinic on the day of the report with return of symptoms, specifically, pain, headaches and was now wheelchair bound (had not been previously). A volume discrepancy was noted; the actual residual volume of 38 mls was greater than the expected residual volume of 22.9 ml. The pump logs were checked and the pump appeared to be functioning. The pump contained hydromorphone 2 mg/ml, programmed to deliver 1.337/day. Additional information has been requested a follow-up will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the patient had a cat scan on (B)(6) 2011; details were not specified. On (B)(6) 2011, a catheter contrast study was "tried to perform"; however, they were unable to access or withdraw. On (B)(6) 2011, they expected to withdraw 7cc but 19.5 cc was aspirated. It was stated that "there was either an issue with the pump or the catheter." The plan was "to go to the or next week, friday." Patient was currently on oral medications and "stable." A follow up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the pump and catheter were replaced. The catheter didn't have back flow. Patient was doing well and getting pain control.

Manufacturer narrative:
(B)(4).